Event description:
A malfunction alarm labeled malf 0 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in resetting it. The malfunction did not reoccur, and the customer was advised that they could continue using the pump. They were also instructed to call back if any malfunction codes reappeared, which the customer acknowledged and understood.